Event description:
The customer stated they were nicked by the needle while drawing a patient. The customer stated when they went to slide the safety feature, the needle flipped back and nicked their hand. The customer advised there was a malfunction of the device or the safety mechanism, and stated they are not a new user of greiner item: 450096. The customer recorded their response as "unknown" when asked if they received prior training from a greiner bio-one product specialist and stated they do not have photographs of the device incident. The customer answered no to all four MDR questions.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and forwarded for evaluation to the supplier who we purchase the product from. As soon as the investigation is completed a supplemental report will be filed.

Manufacturer narrative:
Received 16pcs 450096/21l23u for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint, customer picture, and samples to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormalities which could be related to the reported issue. Retain and customer samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated for both retain and customer samples. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move and pull force between stopper + safety protector was measured as well as return force; all results were within specification. The alleged malfunction cannot be confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.